Event description:
It was reported that during the pulmonary vein isolation procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that transseptal puncture was performed with versacross fixed access solution and executed pre ablation map. Parked pigtail wire in left pulmonary vein (lpv) and exchanged versacross sheath for faradrive. Able to visualize on intracardiac echocardiography (ice) that dilator crossed septal puncture, but tip of sheath mouth stuck in right atrium (ra). Physician attempted to dilate septal puncture with vizigo sheath but sheath mouth of faradrive still not able to cross over to left atrium (la). Then having the exchange wire parked in lpv, faradrive was pulled back into ra, feeding ice catheter through septal puncture and slowly advancing the faradrive with dilator through septal puncture to attempt to dilate the puncture site. Ice then pulled back to ra and was able to advance faradrive sheath successfully across septum into la. It was mentioned that the heart was slightly tilted. The puncture was made in the mid- anterior on the septum. The procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returned as it was disposed.